Event description:
It was reported that the pump touch screen was cracked, unreadable, and unresponsive. The customer¿s blood glucose level was 400 mg/dl. The pump was replaced, and the customer reverted to an alternate method of insulin therapy.